Event description:
It was reported that log files were submitted concerning driveline comm fault alarm. Patient was having driveline communication fault alarm since 08:12am on (B)(6) 2023. There were no other alarms seen in controller interrogation. The patient also had rescue tape applied on the pump side of the driveline on (B)(6) 2021. The event log file recorded a driveline comm fault at (B)(6) 2023 at 8:11:53. This indicates that there may be an issue with one of the communication conductors within the driveline. The modular cable was replaced, and it resolved the driveline communication fault.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via evaluation of the submitted log file, containing information spanning approximately 2 days (01jul2023 to 03jul2023 per timestamp). Beginning at 8:12 on 03jul2023, a driveline communication fault alarm was observed. This alarm activated due to the signal on the com b line being interrupted. While the alarm latched and remained active through the end of the log file, the fault intermittently cleared and reactivated. There were no observed issues with the com a line, communication between the pump and controller remained intact in the log file. The alarm did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit without issue throughout the data. During functional testing of the returned modular cable (lot number: 8063839), atypical faults were not able to be reproduced. However, further inspection revealed damages that would have contributed to the reported event. The layers of the cable were removed one at a time, and a few of the internal wires were observed to be kinked and damaged near the end of the inline connector¿s bend relief. The orange (ground b), yellow (com b), and green (com a) wires had breaches in their insulation which exposed their inner conductors. Manipulation of the cable in the area of this damage could have caused these conductors to touch, and impacted the communication signals. The root cause of the reported driveline communication fault alarm was determined to be related to the damaged wires within the modular cable. The heartmate 3 patient handbook (section 5 "alarms and troubleshooting¿) describes all alarms that may be produced by the system controller, including those associated with driveline communication fault conditions, and provides instructions on how to appropriately resolve them. The heartmate 3 instructions for use (section 8 entitled ¿equipment storage and care¿) and the heartmate 3 patient handbook (section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the modular cable (lot number: 8063839) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.